Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 500 mg/dl. The customer did not mention any symptoms. The customer was treated with 9.36 units earlier and additional 10 units for blood glucose level. Customer's blood glucose value was over 500 mg/dl at the time of the incident. Customer's current blood glucose value was 599 mg/dl. Customer reported troubleshoot for high readings. Customer was neither in the emergency room, nor admitted into hospital, nor was the emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer wishes to perform high pressure test. Customer does not have a tubing clamp available. Explained the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.